Manufacturer narrative:
(B)(4). Pending receipt of sample for analysis. If sample is received a summary of the investigation will be provided in a supplemental report.

Event description:
Customer reports during pre-test, a nurse noticed the balloon in the bronco-cath cuff did not deflate. There was no patient injury.